Manufacturer narrative:
Block e1 (initial reporter address): (B)(6). Block e1 (initial reporter phone): (B)(6). Block h6 (device codes): device code a0501 captures the reportable event of peg tube detached. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached inside patient. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. Additional information received on june 15, 2022: the peg tube detached inside the patient at the transition zone between the hard and soft plastic of the tube. It was retrieved using a kelly forceps.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the peg tube detached inside patient. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event.